Event description:
It was reported that big sparks came out of the fiber while operating laser. No error codes were displayed. Boston scientific does not have information regarding the patient outcome at this time, despite the attempts to obtain the information.

Event description:
It was reported that big sparks came out of the fiber while operating laser. No error codes were displayed. Boston scientific does not have information regarding the patient outcome at this time, despite the attempts to obtain the information.

Manufacturer narrative:
D4: the unique identifier (UDI) # was updated with the complete information.

Event description:
It was reported that big sparks came out of the fiber while operating laser. No error codes were displayed. Boston scientific does not have information regarding the patient outcome at this time, despite the attempts to obtain the information.